Event description:
During an in-clinic follow-up, high defibrillation impedance was observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. During the replacement procedure, insulation damage was visually observed on the rv lead. The physician suspected twiddler¿s syndrome, although it was not confirmed. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received that insulation damage was not visually confirmed during the replacement procedure.